Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 551 mg/dl. Customer stated other blood glucose value was 500 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with syringe. Customer did not allege insulin pump was under delivering. Customer stated cannula was bent. Customer stated the quick release needle was intact. Customer stated infusion set was leak. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.